Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The patient drained 4077 ml. The programmed fill volume was 2500ml. This drain volume meets iipv criteria.